Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the surgeon was injecting fluid into the eye and the soft tip cannula came off during surgery. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
No sample has been returned for evaluation for the report of tip came off; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).